Event description:
It was reported that a physician's handheld device was not functioning properly. Follow up with the physician revealed that the device was not holding a charge. The device has been replaced. Good faith attempts to obtain the product in question have been unsuccessful to date.

Event description:
The physician's (B)(4) handheld device and associated flashcard were returned to the manufacturer and device evaluation has been completed. No anomalies were found with either the handheld or flashcard and the reported battery failure was not confirmed. Both the handheld and flashcard performed according to functional specifications.